Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment was alleged to be cracked/damaged with moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/2/2017 with the following findings: during investigation, the battery compartment was found to be cracked. No moisture was observed under the display lens, or in the battery compartment. A leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, a dim display with reddish text was observed. The pump was opened and no further moisture was observed.